Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 january 2022: lot 2108134: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2012911. Batch review performed on 21 january 2022: lot 2012911: (B)(4) items manufactured and released on 09-apr-2021. Expiration date: 2026-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.